Event description:
User received high results for bun for approximately 50 pts samples. Eleven examples were provided. Sample 1 initial result 94 mg/dl, repeat 11 mg/dl. Sample 2 initial result 112 mg/dl, repeat 10 mg/dl. Sample 3 initial result 57 mg/dl, repeat 17 mg/dl. Sample 4 initial result 130 mg/dl, repeat 56 mg/dl. Sample 5 initial result 86 mg/dl, repeat 31 mg/dl. Sample 6 initial result 100 mg/dl, repeat 10 mg/dl. Sample 7 initial result 68 mg/dl, repeat 10 mg/dl. Sample 8 initial result 84 mg/dl, repeat 4 mg/dl. Sample 9 initial result 105 mg/dl, repeat 15 mg/dl. Sample 10 initial result 29 mg/dl, repeat 13 mg/dl. Sample 11 initial result 48 mg/dl, repeat 8 mg/dl. Erroneous results were reported and were questioned by a physician. User sent out corrected reports on all affected samples. User is not aware of any actions taken based on the initial values reported. The field service representative determined there was a problem with the vacuum waste system performance. He removed, cleaned and reinstalled the waste system valves, replaced the waste vacuum manifolds, I-joints, drain valves, vacuum pump diaphragms and vacuum tubing to waste. Performance tests were performed which were within specification.